Manufacturer narrative:
Patient country: united states. Patient city:(B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced an infusion set tubing detachment on 05-may-2024. Additionally patient reported infusion set tubing came apart. Detachment was close to site location. No further infornmation was available.